Event description:
Surgeon inserted a silicone toric plate lens, but the lens tore after being inserted. The lens was cut out of the eye to remove and there was no pt injury or difficulty. The reporter stated it was unk as to why the lens tore.